Event description:
It was reported that sensing difficulty occurred and lead fracture was considered the cause. The lead was capped and replaced. No patient complications have been reported as a result of this event. Additional information received from an attorney representing the pt alleges pt " experienced unnecessary shocks and leads were capped and determined fractured' states "suffered severe physical and emotional injuries as a result of lead system'.

Manufacturer narrative:
It was reported that sensing difficulty occurred and lead fracture was considered the cause. The lead was capped and replaced. No patient complications have been reported as a result of this event. Additional information received from an attorney representing the pt alleges pt " experienced unnecessary shocks and leads were capped and determined fractured' states "suffered severe physical and emotional injuries as a result of lead system'. No conclusion can be drawn. Lead(s), fracture of, sensitivity, shock, inappropriate.

Event description:
It was reported that sensing difficulty occurred and lead fracture was considered the cause. The lead was capped and replaced. No patient complications have been reported as a result of this event.